Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was trying to increase stimulation on (B)(6) 2017, when they encountered the por (power on reset) screen. It was reviewed that this can be triggered by low ins battery, falls, or emi exposure. The patient stated that they had not had any recent emi exposure, and that the manufacturer representative had checked their ins and found that it had a lot of battery life left in it. They did note that they had had a couple of falls; once ¿a month ago¿ and another ¿2 weeks ago.¿ it was also noted that the patient had been in a tremendous amount of discomfort within the last 7 days. It was reviewed that the por could only be cleared at the healthcare provider¿s office, so it was recommended that the patient follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.